Event description:
It was reported that the patient had experienced shocking as well as a return of tremors which had occurred in 2010. The entire implanted system was replaced on (B)(6) 2010. Implant was for nervous tremor. Further follow-up is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v042554, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v042554, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension. (B)(4).